Manufacturer narrative:
Physio-control provided the customer with technical assistance and repair options for their device. After multiple attempts, physio-control has been unable to contact the customer for additional information, and resolution, regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on using ac or dc power. There was no patient use associated with the reported event.